Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the compressor had worn cup seals. Additional malfunctions include the tie wraps were leaking.